Event description:
A hospital in taiwan reported via a distributor that the rt235 breathing circuit could not pass the ventilator test due to a leak. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt235 infant breathing circuit was returned to fisher & paykel healthcare (B)(4) for visual inspection and pressure tested to check for leaks. Results: visual inspection revealed that no damage was observed on the complaint device. The pressure test revealed that the complaint device performed within specifications. A lot check revealed no other complaints of this type for lot number 110113. Conclusion: there was no fault found with the returned complaint device as no damage was found on the device and the pressure test revealed the complaint device performed within specifications. All rt235 breathing circuits are pressure and flow tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production.